Event description:
It was reported that during a low anterior resection, the device did not staple. The surgeon did not feel the crunch of the breaker washer when he fired the device. Used a second device to complete the case without incident.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.